Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 18-oct-2021: event did not take place while in use with a patient; it was in-house when getting prepared to be sent out. Pump never left the facility. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. -cassette not attached properly- error alarm was duplicated and repeated during the investigation and it was verified in the mu status mode of the device. Dso (downstream occlusion sensor) wasfound to be nonreactive. Defective, inoperable and nonreactive dso sensor was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed a "cassette won't attach" alarm message. No patient harm has been reported at this time.